Manufacturer narrative:
Block h11: imdrf device code a1502 captures the reportable event of stent positioning issue. Imdrf device code a15 captures the reportable event of stent partially deployed. Imdrf patient code e2311 captures the reportable event of discomfort. Imdrf patient code e2330 captures the reportable event of pain. Imdrf impact code f2301 captures the reportable event of the additional device required (clips) to close the puncture.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted transgastric to facilitate a pseudocyst drainage during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2025. Reportedly, the physician was using the eus method of deployment where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1:1 fashion. During the procedure, the stent was deployed into the stomach, but the connection between the cyst and the stomach could not be completed. The stent was then removed partially deployed, and clips were placed to close the gastric perforation. The physician decided not to attempt placement of a second stent. It was reported that the patient experienced discomfort and pain due to the reported issue. However, the patient was sent home. There were no further complications reported.